Event description:
No consequences for the patient. Leak of pip water and antibiotics too.

Manufacturer narrative:
A device history record review was completed for provided material number 309110 and lot number 2303150. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) sample was returned for evaluation by our quality team. The sample was tested and leakage was observed. It has been determined that the leakage resulted from damage to the plunger component. This type of damage may occur during the handling of the product through the manufacturing process or within the plunger assembly machine. Twenty (20) retained samples were also obtained from the manufacturing facility for testing; however, the retained samples did not display any signs of leakage. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported while using bd discardit ii 2-piece syringe leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: I've had some feedback about a defect on some syringes ref 309110 in 10ml (lot in question 2303150): the plunger is not tight and the product leaks at this point.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.